Event description:
On (B)(6) 2015, it was reported to 3m espe that one 3m espe mdi mini dental implant - hybrid (tapered abutment) - 2.9 x 13mm was broken during implantation in the lower jaw. The apical fragment was removed using a dental burr. The add'l surgery was performed without any complications.

Manufacturer narrative:
The implant fragments were examined visually using a light microscope. The fractured surface was homogenous, which indicates that fracture was torsional in nature, likely resulting from the application of too much force.